Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead that has been implanted for several years has been showing a constant increase in shock lead impedances (sli). The generator was going to be replaced as it had entered at end-of-life state, due to normal battery depletion. The rv lead remains in service at this time. No adverse patient effects were reported.